Manufacturer narrative:
Device evaluated by manufacturer: the unit was received in good condition with no visible damage or defects observed. The defective mcu pcb board residing in the mdu was determined to be the cause of the problem. The mdu does not meet specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is wear and tear. (B)(4).

Event description:
Same case MDR ID # 2134265-2013-00480, 2134265-2013-00481. It was reported that during percutaneous coronary intervention (pci) diagnosis procedure, during the preparation, the automatic pullback of the ilab motordrive did not work when used with coronary catheter and bsc sled. No patient complications were reported and the patient status is stable.

Event description:
Same case MDR ID # 2134265-2013-00480, 2134265-2013-00481. It was reported that during percutaneous coronary intervention (pci) diagnosis procedure, during the preparation, the automatic pullback of the ilab motordrive did not work when used with coronary catheter and bsc sled. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
(B)(4).